Event description:
It was reported that the wake button was extremely difficult to press and required multiple presses to turn on the pump screen. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no adverse impact to the customer's blood glucose level.